Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Visual inspection of the both instruments noted the tube shaft was bent. Both instruments noted tacks were visible in the shaft. The handle of both instruments could be actuated, but tacks did not deploy. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of these conditions may occur if the instrument is applied with excessive force or side load, causing excess torque on the rotating helices and tube shaft which can cause poor tack penetration. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic hernia, when tacking the mesh, the doctor used a fixation device and was unable to fire any tacks. Another instrument was used and no tacks were able to be fired. A third tacker was opened, and was successfully used to tack the mesh and complete the surgery. There was no patient injury.